Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). However daily trend measurements have remained within range. Provocation maneuvers were performed and no noise was observed. The out of range measurement was noted on the proximal coil, but was unable to be reproduced. The patient is expected to be monitored closely until further follow-up in september. This crt-d remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that high out of range shock impedances were noted on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). However daily trend measurements have remained within range. Provocation maneuvers were performed and no noise was observed. The out of range measurement was noted on the proximal coil, but was unable to be reproduced. The patient is expected to be monitored closely until further follow-up in september. This crt-d remains in-service at this time. No adverse patient effects were reported. Additional information received indicated that this system exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms, loss of capture (loc). Noise and oversensing. The plan was to have a system revision soon and currently the right ventricular (rv) lead sensitivity was decreased to agc 1.0 mv. Additional information was received detailing that a system revision was performed. It was decided to explant and replace this device. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe event or problem field; d6b: explant date; h1: type of reportable event; h6: device codes; h6: impact codes.